Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further investigation it was determined the patient's lead was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study (prodigy I). It was reported the patient lost stimulation. Lead diagnostic revealed high impedance measurements. In turn, surgical intervention was undertaken to explant and replace the lead which resolved the issue. The explant date is unknown to the manufacturer at this time. The implant date for the following device is unknown: model: unknown, scs ipg.